Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient therapy with the thermogard tgxp, it was observed two bags of saline had emptied and catheter leak was suspected. Catheter was replaced, however, no additional information was provided. There is no report of patient impact or consequences.